Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient stated the cgm was 110 mg/dl and the bg wa 36 mg/dl. She stated she did not hear any alarms or alerts on the cgm (it is not known what the patient's low alert setting was at). The patient had a seizure after checking the bg reading. She took a glucose tablet afterwards and felt okay. She called her doctor was the doctor did not adverse her to go to the hospital since she had already treated her low blood glucose. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.